Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Two attempts were made to puncture the atrial septum for the transseptal puncture. After the second puncture was successful pericardial fluid was noted. The amount of fluid observed was not considered problematic. The procedure progressed until there was an increase in the amount of pericardial fluid. A 31mm watchman flx laa closure device was implanted and a pericardiocentesis was performed. Aspiration of pericardial fluid continued for 2 hours until bleeding ceased. A transesophageal echocardiogram and fluoroscopy confirmed the device was in the proper location. The procedure was completed. It was also noted that the aspirated blood was black and the accumulation speed was slow. It was considered that the cause was the right atrium got scratched with the non-boston scientific sheath during septal puncture.